Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issues. The device was found to be contaminated with a white powdery substance.